Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2022 that the patient had neurologic dysfunction. It was additionally reported on (B)(6) 2022 that the patient experienced weakness in their hand starting on (B)(6) 2022 and was unable to lift their drink. The patient then tried to move their leg and noted right leg weakness. The patient's spouse came into the room and noted a right-sided facial droop. Emergency medical services (ems) were called and the patient's symptoms resolved by the time ems arrived. The patient estimated that their symptoms lasted minutes, however the symptoms returned en-route to the hospital and lasted for approximately two hours. A computed tomography (CT) scan of the patient's head and neck did not show acute abnormalities. The patient reported that their symptoms once again recurred and noted current weakness and numbness in their right arm, leg, and right side of their face. It was additionally reported on (B)(6) 2022 that the patient had likely experienced an ischemic stroke. A neurology consult suspected that the patient had a small cerebrovascular accident that could not be fully evaluated via CT. The patient's clinical picture was thought to be most consistent with stroke based on their acute onset of symptoms and hemi-body/facial weakness and numbness. Anticoagulation with coumadin was continued per neurology's recommendation and heparin infusion was deferred. The patient was discharged home on (B)(6) 2022 with stable vital signs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information provided. The manufacturer is closing the file on this event.